Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was verified in the black box. Review of black box data found record of a call service 078 alarm, a motor rewind error related alarm. The pump powered up to the verify screen with auditory and vibratory features. Removal of the pump casing found evidence of moisture intrusion on the printed circuit board. The remaining testing was not completed due to the moisture damages.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump alarmed for motor rewind error 3x in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.